Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicated that the cause for the falsely depressed troponin I result is unk. The instrument is performing within specifications.

Event description:
A falsely depressed troponin I result of 0.00 ng/ml was obtained on a pt sample. The results were reported to the physician. The test was repeated on a sequential sample and a result of 6.70 ng/ml was obtained. The original sample was retested and a result of 8.04 ng/ml was obtained. Pt treatment was not prescribed or altered, and there was no report of adverse health consequences to the pt as a result of the falsely depressed troponin I result. Analysis of the instrument and instrument data indicate that the cause of the falsely depressed troponin I is unk.